Event description:
The customer reported that the 840 ventilator could not read the breath delivery (bd) unit. There was no patient involvement. The date of the event is unknown.

Manufacturer narrative:
Covidien was not authorized to service the device. (B)(4).